Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom 'constant close door' message through the experience of a 'door not fully latched' alarm. Eval determined the cause to be a missing upper link switch arm. The upper auxiliary assembly, which contains the missing upper link switch, was replaced.

Event description:
It was reported that a spectrum pump experienced a 'constant close door' message when the door was closed. It was also reported that there was no pt involvement.